Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error and observed a physical damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for crack on the pump and found screen is scratched/peeling. The customers was able to read the display. The crack on the pump is not related to the retainer ring. The conformed pump is functioning as designed. Troubleshooting was performed for critical pump error and explained the pump performs safety checks and an error was found. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor. The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Critical pump error (open book image) confirmed. Exposed to moisture confirmed. Damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.